Event description:
It was reported that an autopulse nimh battery was faulty. The battery was cycled three times and failed each time. There was no report of a patient injury.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation. If product is returned to the manufacturer, a supplemental report will be filed.